Event description:
It was reported the patient had a pocket revision in june because her neurostimulator was flipping due to weight loss. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).